Event description:
It was reported that the doctor was using a stent graft for an av access case. It was positioned venous to arterial in the upper arm at the straight portion of the graft. He was using an 8f sheath and a .035 hydrophylic glidewire. Once in place, the stent graft would not deploy as it seemed to be stuck. He tried flushing the catheter, but the device failed to deploy. After a few unsuccessful attempts, he removed the system from the patient. An attempt was made to deploy the stent graft on the table, but it would not deploy. No reported injury to the patient.

Manufacturer narrative:
The sample has not been returned to date. Based on the information received, the results are inconclusive and the root cause of the event is unknown. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The current IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.